Event description:
Failed blood collection. Tube holder disengaged. Maternity work up. Pt drew 2 tubes, started on third blood collection and tube holder just came out of pt's arm. Notified rn and team leader.